Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329, (lot: 0012313260); product type: 0195-heart valves; product ID l-evolutfx-2329, (lot: 0012289394); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic valve, once the patient had returned to their hospital room, an st elevation was observed. Coronary angiography revealed that the right coronary cusp of the sinus of valsalva was and the right coronary artery (rca) were not visible, thus confirming a coronary artery occlusion had occurred. Subsequently, a stent was placed to ensure blood flow to the rca. The patient's condition improved following stent placement.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received that a myocardial infarction was confirmed. The coronary artery occlusion had resolved, and the patient was discharged.